Manufacturer narrative:
Follow up 20-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 9 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterine cavity") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety and restless leg syndrome. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included back pain, vaginal bleeding, flank pain since (B)(6) 2013, hematuria microscopic since (B)(6) 2013, renal colic since (B)(6) 2013, tobacco abuse since (B)(6) 2013, ovarian cyst, heavy periods and inflammation. Concomitant products included alprazolam for anxiety, paroxetine hydrochloride (paxil) from 2015 to 2016 for depression and gabapentin from 2015 to 2016 for restless leg syndrome. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In october 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced pelvic pain ("severe pelvic pain"). In 2015, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with ferrous sulfate and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, anaemia, genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, dyspareunia, fatigue and alopecia had resolved and the menorrhagia outcome was unknown. The reporter considered alopecia, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy was noted in the product implant date which is previously reported as oct- 2006, and in medical record it was reported as 29 -aug-2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.1 kg/sqm. Ultrasound scan vagina - in october 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via medical records confirming events device expulsion. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received, patient demographic, FDA evaluation codes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterine cavity") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam for anxiety, paroxetine hydrochloride (paxil) from 2015 to 2016 for depression and gabapentin from 2015 to 2016 for restless leg syndrome. In october 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anaemia ("anemia") and alopecia ("hair loss"). The patient was treated with ferrous sulfate and surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, anaemia and alopecia had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added,patient demographic details added,product indication and start updated,concomitant drug added,event onset date added, event was added- vaginal bleeding, menorrhagia, partial expulsion of device, device dislocation, dyspareunia, fatigue, anemia, hair loss,event was clubbed- (painful periods/dysmenorrhea (cramping) and event outcome was added- device dislocation, partial expulsion of device, genital bleeding, dysmenorrhoea, dyspareunia, fatigue was recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. Sometime after the procedure, plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, painful periods, and abnormal bleeding. On (B)(6) 2015, she underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 9 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterine cavity"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety and restless leg syndrome. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included back pain, vaginal bleeding, flank pain since (B)(6) 2013, hematuria microscopic since (B)(6) 2013, renal colic since (B)(6) 2013, tobacco abuse since (B)(6) 2013, ovarian cyst, heavy periods and inflammation. Concomitant products included alprazolam for anxiety, paroxetine hydrochloride (paxil) from 2015 to 2016 for depression and gabapentin from 2015 to 2016 for restless leg syndrome. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with ferrous sulfate and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, haemorrhagic anaemia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, dyspareunia, fatigue and alopecia had resolved and the menorrhagia outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy was noted in the product implant date which is previously reported as (B)(6) 2006, and in medical record it was reported as (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion . Concerning the injuries reported in this case, the following one were reported via medical records confirming events device expulsion. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received. Event vaginal bleeding recovered. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.